Event description:
It was reported that a patient experienced a break in aseptic technique, reported as not cleaning their area prior to starting pd therapy, which resulted in peritonitis. The patient was hospitalized. The treatment for the peritonitis included fortum injection (1g, intraperitoneally (ip), everyday) and targcid injection (2g, intravenous (IV), everyday). Outcome of peritonitis was not reported. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The device was not returned, therefore, a device analysis could not be completed. The cause of this peritonitis was a use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). A trend review will be conducted. If similar reports have been received, baxter will continue to monitor them to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.